Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined bottom case damage was the cause of the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing, the device was returned to the customer for use. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).

Event description:
The customer contacted stryker to report that their device connection to therapy cable is broken. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.